Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The archive used in the demo were sent to medtronic for evaluation. However, the archive provided no additional insight into the reported issue. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system prompted the user that touch points were added during registration. However, the points returned did not match their true location. It was noted that the minimum number of points for registration were not accepted and that the points chosen were refined. The issue was reported to have occurred on a model. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.